Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer that they treated the high blood glucose with injection and was able to bring down to 70 mg/dl. The customer reported that the serter did not work right and ended up pushing it in then got alarm and it was crimped. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.